Event description:
(B)(4). It was reported that during a stenting treatment procedure, guide wire tip detachment occurred. The patient presented due to class iiib angina progression and a positive stress test. Cardiac catheterization revealed moderate disease in the proximal left circumflex (lcx) and severe disease in the mid lcx involving the take off of the first significant obtuse marginal (om) branch involving the atrial ventricular groove (av). It was noted however that the ostium of the om was not involved. A 7f 3.5 non-bsc guide catheter without side holes was used to access the target vessel. Adequate support was obtained and anticoagulation therapy was applied. A 0.014 x 182cm luge wire (wire a) was placed in the av groove and another of the same luge wire (wire b) was placed in the first om. Predilation of the av groove / lcx was done with a 3.0x20mm apex balloon at 5atm. A 2.75x23mm promus stent was then deployed jailing the wire b at the om at a low atm (8). Per the physician, the promus was deployed in the desired location. Then the wire b was pulled back out of the om into the proximal lcx, proximal to the stent, and the stent was post dilated with the stent delivery balloon at 10atm. Then wire b was advanced and crossed the promus stent placing it in the distal av groove /lcx. It was noted that wire b could move freely inside the stent. Wires a and b are now both in the distal av groove distal to the promus stent. Angiography was taken and it was determined that the om did not looked jailed. Wire b was pulled back from the distal av groove and put back into the om. It was confirmed that the wire was in the lumen of the vessel and not caught under the stent strut. Post dilation was then performed using a 3.0x15mm quantum maverick deployed to 13atm in the proximal and mid segment, and 10atm in the distal segment. It was noted that when removing the quantum maverick balloon, wire b moved back out of the om ~2cm so that only the radiopaque portion remained in the om. It was left in this position and final angiography was performed with the wires in place. Pictures confirmed everything looked good. While attempting to remove wire a, the physician commented that it was "slightly stuck" but that it was successfully removed without any intervention. When attempting to remove wire b, it was noted that it was "definitely stuck". The physician made a gentle tug/push back and forth motion resulting in slight movement of the wire back, but then the wire snapped at the junction of the radiopaque and translucent segment. And subsequently it was noted that the promus stent became crumpled on the proximal end. The detached portion of wire b was in the om. A brand new luge wire was selected and was advanced, but could not cross the crumpled portion of the stent. A pt2 wire also was attempted but failed to cross the stent. No further attempts were made and the patient was sent to surgery to remove the broken guide wire and underwent coronary artery bypass grafting. It is reported that the patient experienced a bleeding complication post surgery and therefore returned to surgery for intervention. She was hospitalized 8 - 10 days.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).